Event description:
The valve was not holding pressure when tested. The doctor felt that it was stuck in the closed position. It wasn't opening. The doctor forced saline in and it started to swell, then was performing better, but he didn't trust to implant.